Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the trigger of the compact air drive device was locked. It was further reported that there was no damage. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 1/28/2020 to 1/27/2020. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the mechanics were damaged, and the reverse locking mechanism was blocked and would not reverse. It was further determined that the device had an unexpected noise and leaked air. It was further determined that the device failed for check starting behavior at 3 bar, check for excessive noise, check for noticeable untrue running, check function of soft mode switch (safety system), check for air leak and check reverse locking mechanism. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.